Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer did not change charging supplies, instead using the original tandem wall adapter and cable, and the pump eventually began charging, requiring no further assistance.